Manufacturer narrative:
Returned for evaluation is a 7 fr. Catheter. The distal tip has been severed from the catheter and is included separately in a small plastic specimen vial. When removed from the container, this segment measures 2.45" long. The remainder of the catheter is clamped at the severed distal end with a green plastic hemostat-type clamp. A blue injection cap is attached to the pink hub connector inserted in the proximal end of the catheter. The overall length of this segment is approx. 16.25" long. The proximal end of the tubing is bunched between the hub and the over sleeve. The dacron cuff has ingrown tissue residue. There is only a thin film of organic material remaining on the collagen cuff's silicone sleeve. The lumen appears to be clear, except for some flaky, clear, crystalline residue visible inside the tubing. There is no fluid visible inside the lumen. Notes in the file indicate that the catheter was in the patient for 5 months when the patient noticed white infiltrate inside the catheter. This was remedied with an improved flushing protocol, but the patient then developed fever. Later, the white infiltrate returned within one hour of flushing. A sample of the infiltrate was sent to an independent lab for evaluation. The lab determined the substance to be undissolved human tissue, not drug precipitate. The user states that the catheter never would aspirate blood. The user also notes that a fibrin sheath was present. The catheter was removed after 6 months in the patient. The tip was cut off and cultured but the results are unk. The distal segment of the catheter is examined under magnification. It has some of the same crystalline residue inside the lumen behind the valve as the clamped off segment. No other abnormalities or defects are observed. Upon further evaluation, the distal segment is manually flushed and aspirated by inserting a blunt connector into the severed end. The blunt connector is attached to a 12cc syringe filled with a 10% bleach solution. Valve function is verified. Fluid is flushed and aspirated readily through the valve. The user states that a fibrin sheath was present. This biological phenomenon can occlude lumen openings and complicate aspiration. The clear residue inside the proximal segment is similar in appearance to residue normally left from a saline flush. The tubing is visually and tactually examined. There is nothing unusual about this sample. The white infiltrate observed by the user was evaluated by an independent lab and determined to be undissolved human tissue. There is no reason to believe that this organic precipitate could be related to a catheter defect, since it is of biological origin. While the presence of a foreign residue is verified, identification and determination of the source are inconclusive. The complaint of aspiration difficulty is unconfirmed since the sample valve does aspirate normally in this lab evaluation. The presence of a fibrin sheath could have led to aspiration difficulty inside

Event description:
The catheter was placed on the pt's left side about 6 months ago. About 1 month ago, the pt noticed a white infiltrate forming on the catheter about an hr after flushing. The pt then developed a fever and a lung infiltrate that was not pneumonia. The catheter was removed from the pt.